Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 400 mg/dl. It was stated that the issue was resolved by a complete infusion set and reservoir change. While changing the infusion set, the customer realized that the reservoir was empty. No low reservoir alerts showed in the insulin pump reports. Nothing further reported.